Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that prior to a surgical procedure at the user facility, the device ran without user activation after the trigger was released. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported event was confirmed. Service evaluation found that the reverse trigger would stay in the run position due to damage and corrosion, causing device run-on. The device was repaired and returned to the customer.

Event description:
It was reported that prior to a surgical procedure at the user facility the device ran without user activation after the trigger was released. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.